Event description:
It was reported that the lead exhibited high thresholds, low impedance and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded as a result of friction with another implantable device. The proximal coil was fractured due to fatigue.